Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted: (B)(6) 2008; a dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and it indicated the impedance on the lv (left ventricular) pacing lead was undefined starting the week ending (B)(6) 2014. An alert triggered for out of range subthreshold lead impedance on (B)(6) 2014.

Event description:
It was further reported that the lv lead had exhibited a sudden increase in impedance into a high range.

Event description:
The patient presented to the clinic after hearing a beeping sound. It was discovered that the left ventricular (lv) lead was exhibiting high impedance and no capture at high output. An obvious lead fracture was confirmed via x-ray. The lead was turned off until it could be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).